Manufacturer narrative:
No device-related issues were identified during the evaluation of the returned pump. A correlation between the device and the reported patient outcome could not be conclusively determined. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces revealed no depositions or thrombus formations that would have affected pump function. Examination of the outlet stator and proximal-side of the outflow elbow revealed depositions of loosely clotted blood mixed with tissue-like clotted blood. The unstructured depositions were not adhered to the blood-contacting surfaces and showed no evidence of denaturing or laminated layering. No contact marks were observed on the outlet portion of the rotor or the outlet bearing cup to indicate that the deposition in the outlet stator was present while the rotor was spinning during pump operation. The depositions appeared consistent with poor surface washing resulting from an interruption in flow, consistent with post-mortem blood remaining stagnant in the device. The depositions did not appear to have been present during pump support and would not have contributed to a functional issue. Visual inspection of the remaining blood-contacting surfaces revealed no additional depositions or thrombus formations. Review of the data log file downloaded from the returned system controller showed normal pump operation with stable parameters until the pump stopped for an undetermined amount of time as a result of a total loss of power to the system controller, indicated by a time clock reset to (B)(6) 2001 1:00 following timestamp (B)(6) 2016 21:33. The total loss of power event was preceded by low battery advisory/hazard alarms. The captured events and associated alarms appeared indicative of a total loss of power to the system controller due to depleted batteries and subsequent depletion of the system controller's internal emergency backup battery. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Microscopic visual inspection and high potential testing of the underlying wires revealed no areas of compromised wire insulation. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 10 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. On (B)(6) 2016, it was reported that the patient expired. The cause of death is unknown. No autopsy was conducted.